Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ultrabag therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient had a break in aseptic technique. In 2010, the patient was diagnosed with bacterial peritonitis. It was unknown if dianeal therapy was ongoing. The patient recovered from the bacterial peritonitis with culture positive for staphylococcus. The reporter believed that the event of bacterial peritonitis with culture positive for staphylococcus was due to a break in aseptic technique and not related to the dianeal therapy. No causality statement was given for the break in aseptic technique event.